Event description:
The customer contact reported device did not sound an audible alarm tone during an alarm condition. The customer contact indicated that the display screen was flashing e301 (audio alarm failure) with no audible alarm tone. No tracking information was provided, therefore, specific patient information, pump programming or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.